Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed, and the loop color corresponds to the customer ordered item. Therefore, the indicated failure mode for incorrect product label was observed. Additionally, retention samples were evaluated by visual examination and the issue of incorrect product label was not observed. Retention samples of the lots manufactured immediately prior and after batch 2301040 were inspected and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect labeling. The reported defect occurred during the packaging process. All relevant personnel have been made aware of the complaint complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd calibrated disposable inoculating loops that the case was labeled with the 10ul product information but packed with the 1ul product. There was no health impact or consequence reported.

Manufacturer narrative:
The manufacturing location for this product is copan. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd calibrated disposable inoculating loops that the case was labeled with the 10ul product information but packed with the 1ul product. There was no health impact or consequence reported.